Event description:
It was reported that the (bioabsorbable) pin migrated 4mm out the tip of the toe at approximately six weeks post op; it was removed in the surgeon's office. The pin was found to be fractured at mid- length; part remains in the patient's toe. The protrusion occurred within a matter of hours once it began. It was reported that the patient denied any overuse or injury; the surgeon was skeptical that the patient was compliant with the post-op protocol and did not have a post-op injury. Original procedure: resection arthroplasty 5th toe for stability due to rotational component of varus hammer toe. Per reporter, date of pin removal was 2009, but date was not confirmed. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for evaluation, but has not yet been received, therefore the complainant's event has not been verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. As reported, the most likely cause of this event was a patient post-op injury or non-compliance with the post-op protocol. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.